Event description:
Customer reported that she was hospitalized for three days for a transient ischemic attack. She stated that her spouse took her off of the insulin pump and that she subsequently had a low blood glucose. The spouse administered a few spoonfuls of honey and then the customer had a high blood glucose when hospitalized. She stated that the low or high blood glucose did not cause the hospitalization. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
.